Event description:
Related manufacturer reference number: 2017865-2022-49130. It was reported that the right atrial (ra) lead was explanted due to non-capture. The replacement ra lead dislodged and was replaced with another ra lead. There were no patient consequences.